Manufacturer narrative:
This report is submitted october 11, 2019.

Manufacturer narrative:
This report is submitted on september 17, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019, due to an infection at the implant site. The patient was reimplanted with another cochlear device during the same surgery.